Event description:
Md was performing a laparoscopic hernia repair when the hernia mesh tore when it was being fastened into place by an absorba-tacker. The approximate size of the tear was about 1 cm x 1 cm. The tear was located close to the edge of the mesh and extra staples were used in the area to help secure the defect in the mesh.the procedure was finished by using a pro-tacker since that is what the md primarily used in the past and did not experience any problems with it. There was no patient injury. Equipment involved:¿equipment/supplies: parietex composite hernia meshmanufacturer: covidien - tyco health caremodel number: pco1510location where equipment stored/secured:or sub sterile roomimplanted device:yes¿equipment/supplies:absorba-tackermanufacturer: covidien - tyco health caremodel number:abstack20equipment/supplies secured for review:yesequipment/supplies taken out of service:yeslocation where equipment stored/secured:or dirty utility roomimplanted device:yes